Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri). Premature battery depletion was suspected. Additional information was received that the patient implanted with this crt-d reported hearing random beep tones. Interrogation of the device revealed it was not at eri. No fault or error codes or other reason for tones was noted. More information was obtained that the crt-d declared eri, the patient was scheduled for a changeout and, at that time, the battery status was found to be middle of life 2 (mol2).